Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there have been several discrepancies in slight sensitivity scores for some time. The following information was provided by the initial reporter: a user has reported that there have been discrepancies in slight sensitivity scores for some time. The user tested the sample on another instrument, the result was different.

Manufacturer narrative:
H.6 investigation summary:a results failure was reported on a phoenix m50 instrument (p/n 443624, s/n (B)(6). The customer reported that there have been discrepancies in slight sensitivity scores. Customer noted the erroneous results and tested the sample on another instrument, and the result was different. An application specialist arrived on site to troubleshoot the issues that customer was seeing with their instrument. The application specialist reviewed the instrument, and no instruments errors were noted. The root cause of this failure mode is not known. This is an unconfirmed failure of a bd product. Samples were not received by quality for investigation and thus, returned material investigation could not occur. If samples are received at a later date, the complaint may be reopened. DHR review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Service history review for this instrument was completed and revealed no previous complaints related to results. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Manufacturer narrative:
D2a: common device name: system, test, automated antimicrobial susceptibility, short incubation. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd phoenix¿ m50 automated microbiology system there have been several discrepancies in slight sensitivity scores for some time. The following information was provided by the initial reporter: a user has reported that there have been discrepancies in slight sensitivity scores for some time. The user tested the sample on another instrument, the result was different.